Event description:
A malfunction alarm occurred with the customer's insulin pump, displaying malfunction code 12. Despite the repeated occurrences, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to a backup insulin pump until the faulty pump could be replaced.